Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was not increasing in charge despite the charging icon being present on the pump screen, despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 123 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.